Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that the insulin pump was able to clear the alarm and able to rewind. The insulin pump was passed in displacement verification table test and self test. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). Retainer ring=black the insulin pump was returned for an error in the motor was detected by reading unexpected value from hall sensor, drive count/time values or changes incorrect for moving or coasting or too slow or too fast, and drive count error boundaries exceeded after movement alarms noted during testing alarms found on (B)(6) 2021. Insulin pump¿s history and trace files downloaded successfully using thus software. Device passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No error in the motor was detected by reading unexpected value from hall sensor, drive count/time values or changes incorrect for moving or coasting or too slow or too fast, and drive count error boundaries exceeded after movement alarms noted during testing. However, an error in the motor was detected by reading unexpected value from hall sensor confirmed in the insulin pump history/trace files on (B)(6) 2021 at 7:53am. Drive count/time values or changes incorrect for moving or coasting or too slow or too fast confirmed in the insulin pump history/trace files on (B)(6) 2021 at 7:53am. Lastly, drive count error boundaries exceeded after movement confirmed in the pump history/trace files on (B)(6) 2021 at 7:53am. During visual inspection, no loose or disconnected motor flex connector noted on j5 at electrical board a1. Insulin pump was cut open to perform visual inspection and found corrosion damage on the motor. Motor was tested outside of the device and passed. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and cracked keypad overlay. An error in the motor was detected by reading unexpected value from hall sensor, drive count/time values or changes incorrect for moving or coasting or too slow or too fast, and drive count error boundaries exceeded after movement alarms noted during testing confirmed in the insulin pump history/trace files on (B)(6) 2021 due to corrosion damage on the motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.